Manufacturer narrative:
(B)(4) this report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 - device not returned to date the device has not been returned. If the device or further details are received later a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable. 1. Please clarify how many faulty devices were used on this single procedure 2. Please clarify if all the device have the same lot number contacted with the sales rep today via phone, please refer to the event description and ip reported, other information requested is unknown. Related reports: manufacturing report # mwr (B)(4) and manufacturing report (B)(4).

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2023 and suture was used. During the surgery, the suture was broken, another device was used to complete the surgery and the already sutured part was removed and re sutured. No adverse patient consequences were reported. Additional information was requested but unavailable.